Event description:
The device was used during a lavh. Reportedly, when the dr clamped down on the tissue, the tissue slide out of the instrument. No pt injury was reported. Another device was used to finish the procedure.